Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('severe (chronic) pain in the abdomen ') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain ("pain symptoms immediately after implantation"), back pain ("pain in back"), arthralgia ("pain in hips"), headache ("pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstruation irregular ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation) "), hypersensitivity ("allergic reaction") and premature menopause ("premature menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstruation irregular, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, pain and premature menopause to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: event foreign-body material has been removed deleted. Events pain symptoms immediately after implantation, severe (chronic) pain in the abdomen, pain in back, pain in hips, pain in head, extreme and chronic fatigue, memory loss, concentration problems, change in menstruation cycle, abnormally large amount of blood loss (during menstruation), hormonal problems, allergic reaction and premature menopause added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen, pain') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 846831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion intervention required), back pain ("pain in back"), arthralgia ("pain in hips"), headache ("pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation), abnormal bleeding"), hypersensitivity ("allergic reaction"), premature menopause ("premature menopause") and procedural pain ("pain symptoms immediately after implantation") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, device dislocation, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, premature menopause and procedural pain outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause and procedural pain to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed. Lot number: 846831 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-jan-2022: follow up was received via lawyer (reporter added): new event added: migration of essure. Lot number added lot number: 846831 manufacturing date: 2011-03 expiration date: 2014-03 (also reported in duplicate record # nl-bayer-2021-179776 which will be deleted in bayer safety database). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen, pain') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 846831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion intervention required), back pain ("pain in back"), arthralgia ("pain in hips"), headache ("pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation), abnormal bleeding"), hypersensitivity ("allergic reaction"), premature menopause ("premature menopause") and procedural pain ("pain symptoms immediately after implantation") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, device dislocation, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, premature menopause and procedural pain outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause and procedural pain to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed lot number: 846831. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure insertion, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign-body material has been removed quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.